Event description:
It was reported "line was inserted in a patient in the cardiac open heart or as per usual. Insertion was usual. No complications. This patient had a sterile drape covering them for the surgery. Mid case there was noticeable change in patient awareness. When the drape was removed, there medication was leaking out on the patient and there was a visible hole at the top of the percutaneous sheath and the blue "hub". The patient was not receiving their full anesthetic." There was minimal harm. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided two photos and one video for analysis. The video shows a leak between the hemostasis body and the blue juncture to the sheath body. The photos further confirm the leaking. The complaint of a leaking sheath was able to be confirmed by the photo; however, a complete visual inspection to determine the cause of the leak could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or sheath/dilator assembly as this can lead to vessel perforation, bleeding, or component damage". The IFU also states, "do not apply excessive force in placing or removing guidewire , dilator, or sheath. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "line was inserted in a patient in the cardiac open heart or as per usual. Insertion was usual. No complications. This patient had a sterile drape covering them for the surgery. Mid case there was noticeable change in patient awareness. When the drape was removed, there medication was leaking out on the patient and there was a visible hole at the top of the percutaneous sheath and the blue "hub". The patient was not receiving their full anesthetic." There was minimal harm. No medical intervention required. The patient's current condition is reported as "fine".